Event description:
During use of hysteroscope, the tubing spontaneously disconnected from the luer-lock adapter. Fluid spilled onto the floor making tracking of fluid impossible. Tube had been steri-stripped in place, but still came loose. This happened multiple times.